Event description:
Pt fio2 started to desaturate. Respiratory therapist reported that the monitor window indicated low o2 without an audible alarm. No pt injury was reported. Ventilator also does not operate on external battery power.